Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in mid procedure to report that during start of this procedure, plugging in the 30-degree endoscope, the left eye on surgeon side console (ssc) was blinking black, the right eye was perfect. The error already happened several times before and was reported in patient identifier (B)(6). System blue fiber cable (bfc) was reseated, system restarted, endoscope connector was reseated several times, showing the color bar on both left and right eye. Endoscope was changed, sometimes system was working normal, but 1 out 5 procedures, they have a problem related to image not coming through in the ssc. Csr reseated bfc to another port on the vision tower, hard power cycled the system, used different endoscopes, all troubleshooting steps were already taken by the csr before calling in. As the problem keeps returning, csr requested an engineer to come onsite. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the high resolution stereo viewer (hrsv) harness and hrsv screen, and found the harness loosened on the top side. The left and right hrsv harnesses were swapped for troubleshooting, and no issues were observed following the swap. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a loose hrsv harness on top side, resulting on intermittent video signal.

Event description:
Refer to h11 for follow-up information.